Manufacturer narrative:
Device evaluation: one device was received for investigation. The visual inspection found the device in very good condition. During the functional test, the tank was filled with water, temp-check was attached, and power cord was plug in. The start button was pressed, and the device it had started to work. After a couple of seconds the over temp alarm sounded. The device was opened and it was noticed that the return tube was broken. The return tube and the pcb was replaced, and new test was performed. This time the device was fully functional, and no other error occurred. The customer reported problem was duplicated and the root cause was found to be the defective pcb. The pcb was replaced. No causes or potential causes to the customer's reported problem were found during the DHR review.

Manufacturer narrative:
UDI section of d4 and g5 is unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer's over temperature alarm activated, and the lcd temperature display high reading and is activating a continuous alarm. No report of patient involvement.